Manufacturer narrative:
(B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted along with concurrent anterior colporrhaphy with mesh, vaginal extraperitoneal colpopexy, tension free tape, and cystoscopy due to genuine stress incontinence, urethral hypermobility, pelvic organ prolapse and cystocele. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures and a vaginal suture removal on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and a mesh was implanted. It was reported that patient underwent excision of vaginal mesh; cystoscopy on (B)(6) 2014 due to vaginal mesh exposure. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.